Event description:
It was reported that during a lobectomy procedure, the device was empty. The surgeon sutured by hand to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, h6-information anticipated, but unavailable at this time.